Event description:
It was reported that the customer had high blood glucose levels of 496mg/dl 435mg/dl 407mg/dl 399mg/dl and 338mg/dl. Customer blood glucose level at the time 223mg/dl. The customer also reported keytones, heart palpitations with pressure, nausea, shaking and diarrhea. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).